Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was discovered to have a pericardial effusion. The patient was brought back in to have open heart surgery where the laa was removed. There were no other complications that were reported to have occurred as a result of this event. It was further reported that one hour post procedure the patient was discovered to have a pericardial effusion. The patient is stable following this event and treatment.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient was discovered to have a pericardial effusion. The patient was brought back in to have open heart surgery where the laa was removed. There were no other complications that were reported to have occurred as a result of this event.